Event description:
Procedure: hemicolectomy. According to the reporter: adjustable firing knob popped off device and could not be successfully placed back on the device on first two devices, third device adjustable firing knob again popped off, but this time, was successfully placed back on the device and the transection was completed. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. The device was discarded at site, lot number not available; open stapler, so therefore, no reinforcement used.

Manufacturer narrative:
(B)(4).